Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the gastrointestinal videoscope had blurry picture. The issue was found during an inspection for use procedure. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a dirty objective and light guide lenses, static and flickering image. Based on the results of the investigation, the cause of the reported malfunction blurry image was a dirty objective and light guide lenses however, the cause of the dirty objective and light guide lenses could not be established. And the cause of the additional malfunction static and flickering image was likely due to components failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer